Event description:
The pt underwent a pump and catheter replacement in 2001. The following morning, the pt was found dead at 0700 in hospital room and most probably the time of death was around 0500. Pt had been receiving intrathecal morphine for about four years, dose about 2 mg/day. The filling was done with 10ml of morphine 10 mg/ml. They had programmed a bolus of 1mg in 4 minutes and a dose 0.5 mg/day. The hcp did not return the pump to the MFR for analysis. The hcp performed a lumbar puncture and found a level of morphine in csf of 5000 ng/ml. The next day at 2000, the removed 8.6ml from the pump. The final titration of morphine in the csf is 15000 ng/ml. It is unknown what other medications the pt had received during the procedure or if the pt had any underlying medical conditions.

Event description:
The pt underwent a pump and catheter replacement in 2001. The following morning, the pt was found dead at 0700 in hospital room and most probably the time of death was around 0500. Pt had been receiving intrathecal morphine for about four years, dose about 2 mg/day. The filling was done with 10ml of morphine 10 mg/ml. They had programmed a bolus of 1mg in 4 minutes and a dose 0.5 mg/day. The hcp did not return the pump to the MFR for analysis. The hcp performed a lumbar puncture and found a level of morphine in csf of 5000 ng/ml. The next day at 2000, the removed 8.6ml from the pump. The final titration of morphine in the csf is 15000 ng/ml. It is unknown what other medications the pt had received during the procedure or if the pt had any underlying medical conditions.